Manufacturer narrative:
The lens was returned for evaluation. The optic was cut or torn in half. Two haptics were bent. Visual inspection found the lens optic was cloudy white in color and some areas had an orange peel appearance. Light microscopy and scanning electron microscope (sem) revealed numerous features (bumps) that appear to be protruding from the surface of the iol in the center optic area of the lens. Energy dispersive spectrometer (eds) analysis of the protrusions detected carbon (c), oxygen (o), calcium (ca) and phosphorus (p). Three major types of calcification have been previously described. The first form refers to calcification caused by factors inherent to the iol design or material. The second form refers to deposition of calcium onto the surface of the iol caused by environmental factors (e.g. Changes in the aqueous surrounding the implanted iol associated with pre-existing or concurrent diseases, or due to additional surgical intervention). By definition, it is not related to any problem with the iol itself. The third form is a false-positive or pseudo-calcification in which other pathology is mistaken for calcification or false-positive staining for calcium occurs. The lot number of the device was not provided therefore the device history records could not be reviewed. Based on the current information, the exact root cause of the observed calcification could not be conclusively determined. However, it is likely that patient related factors caused or contributed to the event. Desk procedure is pro-inflammatory and a contributing factor to opacification of hydrophilic acrylic iols.

Event description:
It was reported that approximately 2 months post lens exchange surgery, patient has corneal edema that will require additional surgical intervention. The date of onset of this edema is unknown, and it was not initially reported for this event.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a patient underwent a descemet¿s stripping endothelial keratoplasty (dsek) after cataract surgery and iol implant. Approximately 7 years post-implant the surgeon discovered central opacification of the lens. The surgeon attempted to remove the opacity with a spatula but was unsuccessful, therefore the lens was subsequently removed and exchanged. Reportedly there was no fibrosis of the capsular bag and there was adequate zonular support. A three-piece lens was implanted in the ciliary sulcus without any issue. Additional information has been requested but has not been received.